Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for fracture of femoral trochanter with 3 screws. On (B)(6), when the patient visited the hospital due to pain, it was confirmed that 3 screws were broken. The reoperation is not scheduled because the patient feels a little pain. If the reoperation is performed, the artificial bone head will be used. Excessive telescoping occurred because the bone fragment was intramedullary. When the blade contacted the barrel portion of the plate, telescoping was suppressed, and the implant could not tolerate the load of the varus of the bone fragment, which may have caused the screw to break. Distal plate portion bounces outward. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) lockscr ø5 self-tap l46 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, the surgeon removed all of the broken implants and replaced them with artificial heads. The surgeon was able to remove the tube plate, blade, and two locking screws without any problems, but only one cortex screw was fractured on the surface with the bone, which took about 15 minutes. He drilled the bone surface around the screw with k-wire, a round chisel, and a halo reamer, and finally successfully removed the screw with screw extraction forceps. Only the cortical bone in front of the cortex screw is more invasive than normal extraction (2-3 mm from the screw periphery).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D6b: device was explanted in (B)(6) 2022. H4: part # 413.346s. Lot #: 355p110. Manufacturing site: grenchen. Release to warehouse date: 02 september 2021. Expiry date: 01 august 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.